Manufacturer narrative:
Additional manufacturer narrative: dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In this case, it was reported that there was dehiscence of a previously placed patch in the noncoronary sinus, resulting in perivalvular leak of the valve. Per the healthcare provider, there was no deficiency of the subject device. The reported event was not confirmed; however, this event was likely due to patient related factors. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted for three (3) years and four (4) months, was explanted due to severe aortic regurgitation and perivalvular leak. Per the medical records, the patient previously had aortic valve replacement and also had a patch placed on the noncoronary sinus. The bioprosthetic valve was completely excised and dehiscence of the previously placed patch was observed. The surgeon performed a double-layer repair of the dehisced patch. Then, sutures were took from aorta to ventricle, brought through the patch and mitral valve, and through the sewing ring of a new bioprosthetic valve. The sutures were tied in place and secured in well. Post procedure, there was no perivalvular regurgitation. The patient was transferred to the ICU in stable condition. On pod #1, the patient had a generalized tonic-clonic seizure and was treated with keppra. Tte showed no evidence of thrombi, but moderate aortic regurgitation. Neurology cleared the patient for discharge. The patient was discharged home in good condition on pod #7.

Manufacturer narrative:
Evaluation summary: customer report of severe aortic regurgitation and perivalvular leak could not be confirmed through visual observations. As received all three leaflets had been cut out. The cuts had smooth and straight edges. Three leaflet fragments were returned and matched up to the valve. However some fragments were not returned and measured approximately 10mmx6mm on leaflet 1, 9mmx8mm on leaflet 2, and 6mmx9mm on leaflet 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on the remaining of leaflet 1 at the inflow aspect and 3mm on the remaining of leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. X-ray demonstrated the wireform to be distorted near commissure 2 and leaflet 2. The wireform was exposed on commissures 1 and 2, and the sewing ring was cut near commissure 2.